Event description:
Arrive2 clinical study # 147-054. It was reported that 373 days after a coronary artery drug eluting stenting procedure the patient expired. The lesion being treated in the index procedure was a 3.0mm, 85% stenosed, mildly tortuous 8.0mm long portion of the proximal left anterior descending (prox lad) artery. The physician treated the lesion with direct stent placement of a taxus express2 8.8% 3.00x20mm drug eluting stent in the prox lad. There were no reported complications. The patient was discharged the next day on plavix and aspirin. 373 days after the initial procedure the patient expired. In the opinion of the physician the cause of death was lung cancer with metastesis to the brain and the death was not related to the target vessel.

Manufacturer narrative:
The stent remains in the patient and the delivery device has been disposed, therefore no direct product analysis will be available. The shopfloor paperwork for this batch shows that the product met its specifications. As no device was received for analysis, it is not possible to determine the root cause of the difficulties experienced with this complaint incident.